Event description:
Based on the information received on (B)(6) 2018 the case initially processed as non-serious was updated to be serious as intervention was required for synovial reaction. The case became medically confirmed. This unsolicited case from united states was received on (B)(6) 2017 from the other non-health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient experienced swelling and pain. Also, device malfunction was identified for the reported lot number. No relevant past medications were reported. Patient was taking simvastatin (zocor) for hyperlipidemia. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the 6 ml once (lot number: 7rsl021 and expiration date: 31-may-2020) for swelling and oa knee. On (B)(6) 2017, after a latency of 2 days patient had a synovial reaction long with pain, swelling and stiffness. Patient was given medrol (pak) with some relief. Corrective treatment: methylprednisolone (medrol (pak)) for synovial reaction outcome: recovered for both a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 18-jan-2018. Global ptc number and ptc results added. Text was amended accordingly. Additional information was received on 06-feb-2018 from a healthcare professional. Event of device malfunction and synovial reaction were added. Concomitant medication and medical history was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 6-feb-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later had synovial reaction. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.